Event description:
A malfunction was reported when a code labeled malf 9 occurred, causing the customer's blood glucose level to be displayed as "high,"however, specific value was not provided. It was mentioned that a correction injection was administered using multiple daily injections (mdi). Technical support provided the customer with instructions on how to reset the pump, but the customer could not perform the reset immediately due to the unavailability of a charging pad. Caller followed up to perform pump reset. Cts assisted caller with reset. Caller was able to remove malfunction. Customer may continue to use pump.